Event description:
This complaint is being filed because of a medwatch that was filed by the customer. The customer reports that an infant was on the ventilator for respiratory distress. Vent developed a leak. Sats dropped from 93 to 89. Baby was bagged and vent changed. Dr. Reports no adverse outcome to the baby.